Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that during a rotator cuff procedure, the truepass needle broke. It is unknown how the procedure was completed and if there was a backup available. No delay, and no further complications to patient were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed the needle was broken from the device. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an application of inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.